Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was showing a service code 102 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (charge profile fault) was confirmed. Upon investigation resistor r45 was open on the ca board. The cause for the open resistor was a defective high-voltage capacitor c22. Capacitor c22 was broken from the pad on the monitor's defibrillator board. The root cause for the broken high-voltage capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective c22 capacitor. The pt received a replacement monitor.